Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device touchscreen was unresponsive and the device settings cannot be accessed. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported touchscreen was unresponsive and the device settings cannot be accessed. The top case was replaced to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the root cause was a hardware design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device touchscreen was unresponsive and the device settings cannot be accessed. There was no patient injury reported as a result of this incident.